Manufacturer narrative:
Evaluation confirmed the customer reported issue of channel leak. The blockage idnetitifed at inspection, appears to be an opaque like material. Additionally, light cover glasses chipped. Light cover glasses adhesive worn. Optical cover glass adhesive worn. Distal end adhesive worn. Aspiration housing colored ring worn on aspiration housing in control body. Suction connector had a water leak. Uneven illumination of image. Up/down angle not to specifications. Up/down & left/right angle controls had play in them. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus device had a leak in biopsy channel. Upon inspection and testing of the customer returned device, foreign debris was found protruding from the air/water nozzle. This report is being submitted for the malfunction found during evaluation. There was no death or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to date rec¿d by MFR. Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 10-mar-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it was found that the foreign debris did not originate from the olympus scope. It is likely that the watertight packing, silicone-based glue or silicone part of the peripheral equipment was broken and entered the channel which clogged the nozzle. The specific root cause of the foreign material could not be determined at this time. The following information is stated in the instructions for use: ¿inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function". Olympus will continue to monitor field performance for this device.